Event description:
The customer reported that while running a hepatitis b assay, the sample handler failed to pipette enough positive control in positions 5 and 6 and did not give an error message. In addition, during a hepatitis core assay, there was not enough diluent pipetted into position 6 wiht no error message. Field service engineer was dispatched. No death or serious injury was associated with this event.